Event description:
Elderly patient with a left tibia fracture had open reduction, internal fixation (orif) performed. Five days later, when the surgeon attempted to remove the hemovac drain device, the tube broke off. The patient was returned to the operating room for removal of the broken drain (approximately 4 cm. Long).